Event description:
Customer reported that the mobile app experienced a freeze while loading a cartridge, which resulted in the loss of the connection between the app and the pump. However, there was no adverse impact to the customer¿s blood glucose level. The issue was resolved after customer service advised uninstalling and reinstalling the app, as well as resetting the bluetooth settings, which allowed the pump to successfully pair with the app again. No further assistance was necessary.